Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was alarming battery out limit during normal use. The display was also fading out and customer couldn't read anything. Customer doesn't recall his blood glucose level. Battery cap will be sent to resolve the battery out limit alarm. Troubleshooting was performed for blank display. Customer's blood glucose was 180 mg/dl. The device didn't have any physical damage and it wasn't exposed to moisture, dropped, or bumped. No corrosion or damage was noted in the battery compartment or components. Customer didn't have a new battery to test customer was advised a new battery cap will be sent and to call back if issues persisted.